Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" and g2 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, corrosion of electrical contacts of connector, resulted in an abnormality in the circuit board inside connector and damage of image sensor unit cable. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite bronchovideoscope had no image and an e216 scope communication error message was displayed. The issue occurred during preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
An olympus field service engineer (fse) visited the site to evaluation the device. The fse found no issues, but the device was sent back for evaluation. During device evaluation at olympus, it was found the complaint was confirmed and an e216 error was displayed due to corrosion on the scope connector. Also, evaluation found the connecting tube was dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.